Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility; 213 is based upon visual of the returned sample. One used 6fr angioseal vip was returned for product evaluation at terumo medical corporation. The locator was returned along with carrier tube assembly. No other accessory components were returned. Upon visual analysis, there was no damage observed on either components. Upon microscopic inspection, no any obstructions were identified with the blood outlet hole of the locator. No other visual anomalies were noted. The carrier tube assembly was returned with the device in manufactured position. The sheath was not returned for evaluation. The locator was subjected to functional testing and the flow was confirmed from the drip hole. There was no obstruction to the flow. The complaint could be not confirmed for blood return issue. Based on the evaluation of the returned device, no anomalies were found on the locator and no conclusions can be made in the absence of hemostasis sheath. The likely reasons for no backflow could be related to improper assembly of locator and sheath or not positioning the sheath and locator assembly into the artery completely. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was a left heart cath-diagnostic with a 6fr tif pinnacle sheath at the right groin. The physician did a runoff of the common femoral artery (cfa) after the case to ensure good access. The stick was good for the angio-seal device. When the tech was trying to go in and out with the angio-seal sheath/dilator she could not get the pulsatile flow. So, she kept the wire access removed the sheath and flushed it, there was clot and a lot. She tried again but still no flow. A new one was opened, and it worked perfect. The blood loss was less 250cc's. The patient was in stable condition. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 08june2021: the facility reported that the issue with the flow was due to the clotting. There was nothing wrong with this angio-seal. There was no allegation against the angio-seal device.